Manufacturer narrative:
This incident is being recorded under (B)(4). The device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, the device skipped on the patient when in use and did not seem to function correctly. Surgery was completed with the device. There were no consequences or impact to the patient. Diligence is complete.